Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system inconsistent results with drug meropenem is received. The customer expects the result to be resistant however, the result is sensitive. Additional testing is therefore required by the user. A field service engineer (fse) was dispatched, and no instrument failures were noted. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported multiple gram-positive organisms that are being reported as vancomycin resistant when it is actually sensitive and gram-negative organisms that are reported as meropenem resistant and is actually sensitive. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse verified the instruments optical system, and power. The fse performed and internal inspection of the instrument performed the normalizer cv test, filter panel test and performed a light source adjustment. The fse determined the instrument was functioning as expected and found no instrument issues that would contribute to false resistance. The root cause of this failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are under statistical control for the most recent trending data available (october 2023). Trending information for the month of november 2023 was not available at the time of complaint closure. If complaints in this category reach an alert level or actions are taken in relation to this failure mode, the complaint may be reopened. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system inconsistent results with drug meropenem is received. The customer expects the result to be resistant however, the result is sensitive. Additional testing is therefore required by the user. A field service engineer (fse) was dispatched, and no instrument failures were noted. No health impact or consequence reported.